Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI and 510(k) are unknown, no product information has been provided to date.

Event description:
It was reported that the breathing circuit had leakage of air observed. It is unknown when the issue was discovered. No additional information is available for this complaint. No patient injury or adverse affects were reported.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and three (3) pictures were received for evaluation. Visual inspection found tier damage due embedded resin in the circuit; thus failure mode is confirmed. Per trend review as leakage failure an escalation was performed to investigate this failure and determine the root cause through an internal CAPA. The principal cause defined by the team is the screw and barrel wear on flights, condition that affect directly to the internal plastination process due worn flights on screw. Current CAPA status ? Implementation results. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).